Event description:
It was reported that during a total benign hysterectomy procedure the maryland bipolar instrument worked for a few burns and then it would stick to the tissue. The initial reporter of this complaint indicated that the tissue would tear during attempts to detach the tissue that was sticking to the instrument. The initial reporter also indicated that the instrument stopped burning shortly later. On (B)(6) 2013 and (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the initial reporter stated that the tissue that was sticking to the instrument did not tear or need to be repaired. The initial reporter explained that the tissue would stick to the instrument which would cause bleeding. The tissue was part of the uterus that was being removed. According to the initial reporter, the bleeding slowed the da vinci procedure. However, the patient did not need to receive any additional treatment due to the reported issue with the maryland bipolar instrument. The da vinci procedure was completed and the patient was discharged from the hospital. Per the reporter's knowledge the patient has not returned back to the hospital due to the alleged issue. No further clinical information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Localized melting/char marks were found on the instrument's proximal clevis. Localized melting was found at the bottom of the grip-tips. Also, the plastic that covers the bottom of the grip-tips showed signs of localized melting. No other damages were found on the instrument. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system errors were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the instrument was found to have char marks and noticeable melting on the bottom of the grip-tips. However, there is no indication that the patient experienced a serious injury because of the reported issue.